Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was 465 mg/dl and the customer went to the emergency room (ER) for treatment. Bg was treated with fluids and manual injections. Reportedly, the customer left the ER with bg of 300 mg/dl and feeling better. The customer reverted to manual injections for insulin therapy.